Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to pain/discomfort. Surgeon removed the dual mobility liner and stem to shorten the offset of the limb. Doi: (B)(6) 2022; dor: (B)(6) 2022; affected side- left hip.